Manufacturer narrative:
Based upon analysis of all available information, boston scientific's investigation found no evidence to indicate that the pericardial effusion was related to product performance of the intellanav mifi open-irrigated ablation catheter. There was no report of any device performance concerns. The complaint patient events reported are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling.

Event description:
It was reported that during a procedure using an intellanav mifi open-irrigated catheter the patient experienced pericardial effusion. Ablation had been finished on the right ventricular outflow tract (rvot), a vagal response occurred, the heart rate sped up. Pericardial effusion was identified and pericardiocentesis was performed. The procedure was considered complete as the effusion was found after the final ablation, no further patient complications were reported. No further information on the status of the patient was provided, however, it was reported that there was no hospitalization after the event. The catheter is not expected to be returned as it was disposed of by the site.